Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial# unknown, product type: accessory. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 3889-28, lot# v068008, implanted: (B)(6) 2008, product type: lead. Product ID: 3095-25, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect and all of the sudden the patient was ¿having issues.¿ it was noted that the patient had a return of symptoms starting two weeks prior and was finding that she had to use the patient programmer more. Previously, the patient didn¿t have to use the programmer very much. It was reported that there was a problem with the patient programmer and the patient couldn¿t made an adjustment with the antenna attached. It was noted that the antenna cord was cracked and frayed and this happened the weekend prior to the report. The patient was able to make adjustments without the antenna, but not with it due to the frayed cord. A new antenna was sent to the patient. Additional information has been requested, but was not available as of the date of this report.